Event description:
It was reported that oversensed non-physiological artifacts were observed from this right ventricular (rv) lead. The physician suspected a potential rv lead fracture. Boston scientific technical services was also contacted, and thorough recommendations were provided to assess the lead integrity in-clinic, via provocative maneuvers, isometrics, diagnostic imaging, and/or commanded shock testing. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that oversensed non-physiological artifacts were observed from this right ventricular (rv) lead. The physician suspected a potential rv lead fracture. Boston scientific technical services (ts) was also contacted, and thorough recommendations were provided to assess the lead integrity in-clinic, via provocative maneuvers, isometrics, diagnostic imaging, and/or commanded shock testing. Recently, ts was contacted again for discussion. The field representative confirmed that the patient was evaluated in-clinic, but the specific results were not available as they were not at the follow-up appointment. However, it was communicated that the physician elected to disable tachycardia therapy and continue with remote monitoring. During the remote monitoring review, the physician noted that recent vt episodes may have been inappropriately declared due to oversensed noise. Ts confirmed that there was evidence of non-physiological noise and there potentially also loss of capture. It was discussed that these findings point towards a lead integrity issue. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.